Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the audio bolus button was damaged and under responsive to user presses. There was no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: during investigation, the audio bolus button was responsive to user input. The bolus button cover was torn in the center but fully functional. The bolus button cover was opened to find no intermittent conditions to the button contact. The complaint of an unresponsive audio bolus button was unable to be duplicated.